Manufacturer narrative:
Concomitant medical products: non-bd spike adaptor; (2)green swabcap; non-bd extension set; microclave port; spiros adaptor; red cap; therapy date (B)(6) 2016. The customer¿s complaint of leaking at the filter was confirmed, however, functional testing identified leaking from a non-bd extension set¿s filter. Functional and pressure testing found no fault with the received bd primary set. The root cause of the leak was a faulty filter from a non-bd extension set.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA, which states " patient was receiving doxorubicin/etoposide via carefusion blue ball tubing with filter. Filter developed a leak. " the customer reported the dosage of the chemo infusion was 26.9mg doxorubicin / 135mg etoposide in 540mls normal saline at 22.5mls/hr. There was no patient harm.